Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 18-mar-2024. The most recent information was received on 27-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. A90486) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("very heavy and very long bleeding, with loss of large clots"), back pain ("back pain"), fatigue ("fatigue"), abdominal pain upper ("today, very sharp pain in the stomach"), breast discomfort ("breasts very tight"), breast pain ("breast painful") and menstruation delayed ("it has been 2 months since my last menstrual cycle, early menopause I think"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, back pain, fatigue, abdominal pain upper, breast discomfort, breast pain or menstruation delayed. The reporter commented: the treating physician is aware, the gynecologist also as well as the gynecologist who implanted them, each cycle is hell, night protection during the day, with change of protection every hour at the beginning of the cycle, and horrible nights. The doctors have not made any connection with the essure implants but the symptoms are present. It has been 2 months since my last menstrual cycle, early menopause I think, but the pains are horrible, I consulted my doctor. But, in his opinion, there is nothing to report. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Lot number: a90486 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. A90486) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("very heavy and very long bleeding, with loss of large clots"), back pain ("back pain"), fatigue ("fatigue"), abdominal pain upper ("today, very sharp pain in the stomach"), breast tenderness ("breasts very tight"), breast pain ("breast painful") and menstruation delayed ("it has been 2 months since my last menstrual cycle, early menopause I think"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, back pain, fatigue, abdominal pain upper, breast tenderness, breast pain or menstruation delayed. The reporter commented: the treating physician is aware, the gynecologist also as well as the gynecologist who implanted them, each cycle is hell, night protection during the day, with change of protection every hour at the beginning of the cycle, and horrible nights. The doctors have not made any connection with the essure implants but the symptoms are present. It has been 2 months since my last menstrual cycle, early menopause I think, but the pains are horrible, I consulted my doctor. But, in his opinion, there is nothing to report. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.